Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, failed removal and caval occlusion. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, failed removal and caval occlusion. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of ¿super¿ morbid obesity. The indication for the filter placement was reported to be the patient¿s high risk for deep vein thrombosis (dvt) with planned upcoming bariatric surgery. Prior to the filter implantation, the patient is reported to have been made aware that the filter might not be retrievable if there was thrombus in filter or if it was associated with tilting. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately 35 days after the filter implantation, the patient underwent an unsuccessful attempt to retrieve the filter percutaneously. Approximately six years after the filter implantation, the patient became aware that the filter and inferior vena cava (ivc) were occluded with clot and was associated with a failed retrieval attempt. The patient further reported having experienced mental anguish, anxiety, depression, sadness and discomfort associated with the filter.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately 35 days after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, failed removal and caval occlusion. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was reported to have a history of morbid obesity and was preoperative for bariatric surgery. The indication to place a potentially retrievable vena cava filter was due to the patient's high risk for deep vein thrombosis (dvt) as well as obesity condition which would make postoperative screening ultrasounds difficult. The patient was also aware that there was an approximately fifteen per-cent chance that the filter would either not be retrieved or could not be retrieved if there was thrombus in the filter or tilting of the filter. The patient was quite concerned about the risks of pulmonary embolism (pe) and voiced understanding to the risks and possible complications. Under ultrasound guidance, the right common femoral vein was accessed with a micro puncture needle and wire. Once the wire was placed, a micro puncture catheter was placed and through this, a wire was placed up into the inferior vena cava. An inferior venacavogram was performed which showed the vena cava to be widely patent and adequate in size for placement of a vena cava filter. Therefore, an optease filter was placed in an intrarenal position. Excellent wall apposition and orientation were obtained. The patient went to the recovery room in stable condition having tolerated this procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years after the filter implantation. The patient reports filter clotting in addition to device unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt approximately thirty-five days after the filter was implanted. The patient further experienced anxiety, depression, sadness and discomfort related to the filter.